Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that on an unspecified date, the patient experienced a blood glucose (bg) of 500 mg/dl with nausea and symptoms of dehydration (dizzy, lightheaded), polyuria and polydypsia. This malfunction is being ruled out based on the following: it was reported that the pump was reading greater than 20 units less than what was remaining in the cartridge. The pump will alarm prior to a low cartridge and the alleged issue said to be an annoyance or inconvenience; there was no allegation that the alarm could not be detected by the user. Reportedly, the patient discontinued pump therapy and did not receive any treatment above and beyond the usual routine of diabetes care and management. This complaint is being reported due to the bg excursion the patient experienced while on insulin pump therapy.

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 03/11/2015 with the following findings: the pump powered to the verify screen with audible and vibratory features. There was no debris observed in cartridge compartment. A rewind and load cartridge was successfully performed and then primed cartridge to 40 units (u). The cartridge was removed and verified cartridge was at 40u. The cartridge was reinstalled and a rewind then load were performed again and the piston stopped at 40u with the display correctly reading 40u; therefore, the units remaining were calculated correctly. The daily insulin delivery totals correctly reflected the user's programmed basal rates. The pump passed a delivery accuracy test and was found to be delivering accurately and within range. Unrelated to the original complaint, the battery compartment was cracked.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(4).